Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a temporary loss of mechanical ventilation. There was no patient involvement.